Event description:
It was reported the procedure was to treat a lesion in the superior vena cava. The command guide wire was advanced with a microcatheter however resistance was met between the devices. The devices were removed together when it was noted the polymer had separated but remained on the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported polymer separation was confirmed. The reported difficulty to advance and difficult to remove was not confirmed as it cannot be replicated due the returned device condition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty advancing and removing a micro catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire which likely led to the reported and observed damages to the polymer coating. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.